Event description:
It was reported that the patient with this device when into ventricular fibrillation (vf), and received a shock that did not convert the rhythm. In addition, code 1005, indicative of open circuit condition detected during shock delivery and high out of range shock impedances were noted. The device remains in service. No adverse patient effects were reported.